Event description:
Boston scientific received information from the patient that during an altercation one of their right ventricular (rv) lead had fractured and there was a disruption of the coils. Subsequently, the physician deemed this patient did not need their system as they paced less than 1% of the time. As a result their right atrial (ra) lead and right ventricular (rv) lead were surgically abandoned and the non-boston scientific device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Event clarification has been requested from the field representative. To date these leads have not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.